Event description:
It was reported that pump experienced malfunction alarm code 3 with associated fault that could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it with a prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.